Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, on (B)(6) 2010, the patient complained of pain and urgency. On (B)(6) 2010, the patient was doing well and still had urgency. On (B)(6) 2011, the patient returned to the physician's office complaining of pelvic pain. All other information is unknown and unavailable.